Event description:
It was reported that the customer's pump case would not clip securely causing the pump to fall and dislodging the cartridge during use and damaging cartridge patient line. There was no adverse impact to the customer's blood glucose. The customer loaded a new cartridge into the pump and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.